Event description:
It was reported to boston scientific corporation that a pathfinder was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, at the beginning of the procedure the physician had the guidewire in the bile duct and was performing a sphincterotomy when about 3 inches of the guidewire broke off. The physician found the guidewire under fluoroscopy, increased the size of the sphincterotomy and was able to retrieve the broken piece using a boston scientific cre balloon. The stone was removed and the procedure completed using a 0.035 guidewire. There were no pt complications reported as a result of this event and pt status post procedure is reported to be "fine."

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.